Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "system shut off by itself": (loss of power). The nurse reported that the system shut off as though the plug was pulled from the wall, without anyone touching it. The system was rebooted and all cases were completed without further incident. No pt injuries were reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem. The power distribution pcb was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).